Event description:
A malfunction alarm occurred and was identified by the code malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and the customer continued to use the pump for insulin therapy.